Manufacturer narrative:
Complainant was also sleeping with the product which is a direct violation of the instructions provided. This incident is the direct result of misuse/abuse of the product.

Event description:
Complainant is alleging she was sleeping and using a heating pad on top of her leg under the covers when the pad caught on fire at the controller and damaged her bedding. No injuries were reported with this claim.